Event description:
It was reported that there was a loss of therapeutic effect. It was noted the patient was seeing the poor communication screen on the patient programmer. It was noted that on the recharger, the patient was only seeing ¿the top 3 icons¿ (implantable neurostimulator (ins) icon, sound icon, and implantable neurological stimulator recharger (insr) icon ¿ which was full). The reporter noted the insr indicated the stimulation was off at the time of the report. It was noted the patient had not had symptom relief since (B)(6) 2013. It was unknown if the patient was in overdischarge state or not. The reporter noted that the problem appeared to be that when the patient pressed the start charge button on the insr, nothing happened on the screen and 3 icons were seen on the top of the screen. It was noted the patient said he saw a screen indicating that his battery was full, but it appeared he was referring to his insr battery. It was further reported that none of the front buttons were working on the insr. It was noted it appeared to have occurred through product use. No patient harm was reported. It was further reported that the insr screen was unresponsive when the patient pushed the start charge button. The reporter noted he was only seeing the top row of icons and was only made aware of the problem on the day of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 64001, lot# n269124, implanted: (B)(6) 2011, product type: adapter. Product ID: 64001, lot# n275903n01, implanted: (B)(6) 2011, product type: adapter. Product ID: 3387-40, lot# j0555643v, implanted: (B)(6) 2005, product type: lead. Product ID: 3389-40, lot# j0444096v, implanted: (B)(6) 2005, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).